Event description:
While performing a diagnostic cath, a wire 0.014 was inserted into patient's coronary artery. The wire tip fractured while in circumflex vessel. The 2 cm tip migrated to distal circumflex. Md tried to retrieve and was unsuccessful. Md decided to leave wire tip in. Dates of use: (B)(6) 2017. Diagnosis or reason for use: cardiac disease.